Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 400mg/dl. Reportedly, the customer disconnected from infusion set site, requested a three unit bolus, and did not observe insulin exiting from the infusion set. Reportedly, the customer changed the pump supplies to resolve the issue.